Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 0-degree endoscope did not stay in the correct orientation. The customer used a new endoscope to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. Failure analysis found that the camera instrument adapter did not rotate properly due to increased friction at the bearing. The root cause of this failure was typically attributed to mishandling or misuse.